Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular superior. Technique/tools: intravascular counter traction, sheath(s), laser. No complications.

Manufacturer narrative:
X-ray of the lead indicates the j stiffener wire was fractured approx. 14mm and approx. 64mm proximal of electrode tip. The proximal section of j stiffener wire measures approx. 54mm and has migrated down lead body approx. 110mm proximal of electrode tip. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 118mm.